Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1025 - portico valve-in-valve retrospective registry, patient site ID: eu0119 - 75, r727408201, r727412001, r727410501. It was reported that on (B)(6) 2021, a 23mm navitor valve was selected for implantation using a small flexnav delivery system into a patient with a past medical history of anemia and 2nd degree heart block. During the procedure, after the valve was implanted, a grade 3 paravalvular leak was found by echocardiogram. Balloon valvuloplasty was attempted twice without success. A second 23mm navitor valve was then implanted and the leak was resolved. On (B)(6) 2021, the patient was transfused packed red blood cells. No overt bleeding during procedure was noted. On (B)(6) 2021 the patient was diagnosed with third degree complete heart block and had a permanent pacemaker implanted. The patient had a prolonged stay at the hospital for monitoring of the rhythm. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of heart block and loss of blood due to multiple tavi procedures was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, or anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum. Information from the field indicated that there was not calcification extending beneath aortic annular plane in the interventricular septum and that the patient had a history of heart block, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 4582 removed. H6 medical device problem code: code 1457 removed.